Event description:
We have been informed that at the hospital, the pt was bottoming out/laying through the mattress. There was a light in the service key, (but it did not blinking). There has been no alarm according to the pt or caretakers. The pt has probably developed a pressure ulcer grade 3 or 4 at "os sacrum" by laying through the mattress. Ref MFR# 3005619970-2014-00004.